Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (20 mg/ml at 5.680 mg/day), bupivacaine (15 mg/ml at 4.260 mg/day), clonidine (0.4 mg/ml at 0.11360 mg/day) and fentanyl (3000 mcg/ml at 852.0 mcg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the patient heard a pump alarm and was having increased pain on (B)(6) 2019. A suspected motor stall was confirmed via pump interrogation on (B)(6) 2019. The motor stalled at 12:36 on (B)(6) 2019 and recovered at 06:19 on (B)(6) 2019. The patient had not recently had an MRI. The pump dose was decreased by 50% and oral medications were prescribed. It was noted that surgical intervention was planned. The issue was considered resolved. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.

Manufacturer narrative:
Analysis of the implantable infusion pump (B)(4) found a stall due to wear and/or corrosion and/or lubrication and a stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.